Event description:
It was reported that the implantable loop recorder (ilr) migrated and started falling out. The ilr was removed and is expected to be returned to the manufacturer. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed, and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).